Manufacturer narrative:
(B)(4). Review of the received log files revealed no anomalies.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported esophageal fistula could not be conclusively determined.

Event description:
Approximately three weeks following an atrial fibrillation ablation procedure using a tacticath quartz force ablation catheter, an esophageal fistula was diagnosed. An atrial fibrillation ablation procedure was completed on (B)(6) 2014 without issues but it was noted that there was one large pulmonary vein in the left atrium at the time of the procedure. The patient returned to the hospital and was diagnosed on (B)(6) 2014 with an esophageal fistula. The patient is currently stable in the hospital on antibiotics and esophageal aspiration.

Event description:
Additional information received indicated the esophageal fistula was repaired with surgery and the patient was discharged home.